Event description:
The facility representative reported a colleague infusion pump with a "manual reset on channel b". It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "manual reset ch b" was not confirmed by baxter personnel during product evaluation, however additional evidence was available in the sample evaluation to address the reported condition. The root cause was assigned to a broken manual tube reset (mtr) knob. The mtr knob was replaced to correct this condition. The device has not been previously sent into service for the reported condition of "manual reset on channel b". A device history record review was performed, and no abnormality was observed. If additional information should become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem.¿ the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.